Event description:
It was reported that an access clear-link set was observed with backflow. According to the report, the reporter stated that the primary bag ¿backed up¿ into the secondary medication bag during set up. The solution associated with this event is unknown. It is unknown if there was patient involvement, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This occurred during priming. There was no patient involvement. (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A simulated use test was performed by testing the device in a setup with a solution bag and a secondary set, and there was no evidence of backflow during the test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.